Event description:
It was reported that it was not possible to interrogate this device vie remote monitoring or in clinic. Technical services (ts) discussed troubleshooting steps. Ts noted that this device did not experience premature battery depletion. Additional information noted that no communication could be restored with this device, thus the device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated but did emit beeps in the presence of a magnet. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. All wake up periods during this testing had a pulse width of less than 2ms. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') indicating an issue with the crystal oscillator within the rf circuit. The rf wake-up period is specifically dependent on the timely startup of a crystal oscillator. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period, and can result in an inability to successfully interrogate the device.

Event description:
It was reported that it was not possible to interrogate this device vie remote monitoring or in clinic. Technical services (ts) discussed troubleshooting steps. Ts noted that this device did not experience premature battery depletion. Additional information noted that no communication could be restored with this device, thus the device was explanted and will be returned. No adverse patient effects were reported.